Event description:
Device report received from (B)(4) indicates a nail, implanted on (B)(6) 2010, broke post operative and patient was revised.

Manufacturer narrative:
Additional information has been requested. Device is not marketed in the us. Investigation is ongoing, no conclusion could be drawn.